Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise, oversensing, pacing inhibition, loss of capture and pacing impedances of less than 200 ohms. There was no report of asystole of greater than 2 seconds. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. The device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.